Event description:
It was reported that a plate in the zimmer skin graft mesher was bent. Through device analysis it was determined that the device had a bent comb. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/30/2004 and has no repair history at zimmer surgical. Evaluation of the device observed deformation of the comb, as well as minor gnarling of the right end of the roller and minor wear tot he shoulder bolts. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned four cutters for evaluation all of which displayed minor nicks. Only the 1.5:1 ratio cutter failed cutter evaluation and was returned to customer as non-repairable, while the remaining three cutters passed cutter evaluation and were returned to customer. Improper handling by the user and lack of preventative maintenance most likely caused the damage to the comb, as the unit has no repair history at zimmer surgical since being manufactured nine years ago. Additionally, lack of preventative maintenance was likely the cause of the minor gnarling of the roller and minor wear to the shoulder bolts. The device was serviced and returned to the customer.